Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #13 it was verified its non-osseointegration. Thirty (30) ncm of primary stability was achieved and immediate load was performed.